Event description:
The affiliate reported the customer alleged erratic gi (gastrointestinal) monitor cancer antigen 19-9 (ca 19-9) results, for nine (9) patients on two separate days, involving unicel dxi 800 access immunoassay system. This is report number one of two. Troubleshooting was performed and revealed an issue with pipettor #1, and the pipettor was disabled. After disabling pipettor #1, the data indicated gi 19.9 recovery improved. Subsequent testing of the patient samples on the same instrument recovered lower results. The erratic results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) performed preventive maintenance (pm) before the next scheduled date. The fse dismantled and cleaned the precision pump and verified the systems belt. The fse performed ten (10) reproducibility tests using randox quality control (qc) level 2 on each pipettor with the same patient sample. The fse verified the pipettors and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. The instrument's quality control (qc) data, performed on (B)(4) 2012, indicates erratic qc performance. This medwatch report is related to MDR 2122870-2012-01499.